Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a black spot on the insulin pump display. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller confirmed that the insulin pump was not dropped or bumped. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. Unit had minor scratched lcd window and cracked reservoir tube lip.